Event description:
The customer reported the unit was displaying communication errors and locking up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, generator interface board, fluoro functions board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.